Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked; further reported as "the leak was located at the connection site between the cassette and the bag." This was identified before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.